Event description:
The pt's system was explanted due to skin erosion. The pt is being treated with antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.